Manufacturer narrative:
An additional medical assessment was performed on (B)(6) 2019, and it was determined that the most accurate code to depict this event was as a local reaction, rather than pain reported previously. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with an unknown mentor gel implant experienced right sided rupture and pain post procedure. The implant felt different, and an area of it felt as if it was now liquid. As a result, the patient had implant replacement with allergan implants on (B)(6) 2019.